Event description:
It was reported that during a recent follow up the automatic set up was not completed and a message to do optimization was noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The last follow up in (B)(6) 2024 occurred after an inappropriate shock was seen, while the automatic set up not completed appeared during the most recent follow up. Technical services (ts) discussed that the automatic set up was not completed due to postural optimization being skipped during previous session. Additional information is pending regarding the final resolution when it comes to the inappropriate shock the patient received in (B)(6) 2024. No adverse patient effects were reported. The device remains implanted.